Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was repositioned due to dislodgement. The patient was discharged on (B)(6) 2018. No further information was reported.